Event description:
Caller reported cartridge alarm 20 occurred several times over consecutive days. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support confirmed the cartridge alarms and resolved the issue by sending a replacement pump and informing the caller about the necessary procedures for storage and return of the problematic pump. The caller was advised to use mdi as backup therapy and received guidance on using a g7 sensor with the replacement pump.